Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. 510(k). 2. Device manufacture date.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure to treat an inferior vena cava (ivc) thrombosis using an indigo system separator 8 (sep8). During the procedure, the physician experienced resistance while removing the sep8 from an indigo system aspiration catheter 8 (cat8) after completing a pass. Upon removal, the physician noticed that the bulb of the sep8 had fractured in the cat8 rotating hemostasis valve (rhv). Therefore, the rhv was removed from the cat8 and the detached bulb was flushed out. The procedure was completed using a new sep8, the same rhv and cat8. There was no report of an adverse effect to the patient.